Manufacturer narrative:
Wheel assembly; bent release crossbar on the breakaway head section.

Event description:
It was reported by service report that the wheel was broken off of the cot and the bent release crossbar on the head section was broken. No pt involvement or adverse consequences are reported.